Manufacturer narrative:
A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events. The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components when the light head is moved by the user. The FDA has not yet provided a correction reporting number.

Event description:
During preparation of the operating room for surgery, a nurse moved the light head and the light and spring arm fell and struck her. The nurse was bruised. Hospital biomed was notified and found the snap ring that secures that joint had become dislodged. The patient was in the operating room, but the surgery had not started. No patient injury was reported.